Event description:
It is reported that the surgeon impacted the liner into the shell and the liner was sitting proud inferior. The surgeon noticed the shell was scratched and decided to implant a poly liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.